Manufacturer narrative:
Event date is approximate. Concomitant medical products:the main component of the system and other applicable components are: product ID: 3889-28, lot#: va1flwy, implanted: (B)(6) 2017, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was feeling stimulation in the wrong location. The patient stated the first implant worked well but the new one, the leads feel like they were all in one place. The patient stated it felt like they were only getting stimulation in their rectal area only, and they had tried all 4 programs already. The patient wanted to set up reprogramming but was struggling to find a good time with their healthcare provider. The patient noted an appointment for (B)(6) 2017. No further complications were reported.